Event description:
On 07/01/1997, the MFR rec'd a letter which states that this pt recently underwent a pregnancy and during the last trimester the device residual volumes gradually increased in a consistent fashion indicating a gradual reduction in volume delivered. It was additionally stated that since the pt's delivery, the device residual volumes have returned to their usual. The physician is wondering if this type of incident has been reported before and if it could be related to an increase in pressure in the subarachnoid space related to the pt's pregnancy. The physician has requested the MFR's comments on this matter.